Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/3. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient experienced ¿mild inflammation in mandibular angle, left andibula, presents exphonia and laryngitis due to cold¿, ¿mild lump in left angle¿, ¿6 days of evolution: pain, edema and lump in left mandibular angle. Stony consistency at palpation and warm¿, ¿possible adverse reaction allergan volux in left mandibular angle accompanied with inflammation, edema and pain¿ after injection with botulinum toxin in glabellar area and crow's feet with juvéderm® ultra 3, in the cheeks, sng, marionette, and chin with juvéderm® volbella¿ with lidocaine, for retouch in under eye and in ck1, ck2 and mandibular angle with juvéderm® volux¿ and, another, in an unspecified site with juvéderm® ultra 3. The healthcare professional speculated, ¿possible bacterial infection? In left mandibular angle¿ and summarized event as ¿possible adverse reaction allergan volux in left mandibular angle accompanied with inflammation, edema and pain¿. Treatment included dacortin, cortisone(patient¿s self-treatment), antibiotic therapy with ciprofloxacin plus deflazacort. Current status refers pain, edema, warmth, hardness to palpation. An ultrasound was ordered. Results were not provided. Symptom information not provided. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00513(allergan complaint#: (B)(4). This MDR is being submitted for the first suspect product, juvéderm® volux¿.